Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating patient was transferred from an outside hospital due to two syncopal events, with no warning symptoms. (B)(6) 2015 was first recent occurrence while driving, his wife had to take control of steering; second episode occurred on (B)(6) 2015 in a parking lot, he does not recall loss of consciousness. Patient also complained of forgetfulness, frequent blank stares and loss of balance, but denies warning symptoms, chest pain, or light headedness before, during or after events. On interrogation, automated implantable cardioverter defibrillator (aicd) showed no therapies or events. On (B)(6) 2015 neurology assessment was performed, revealing episodic alteration of consciousness, suspicious of seizures with lack of clear postictal period, but reasonable to work up in context of prior brain injury, chronic ciprofloxacin treatment and essential tremor. It was recommended patient increases topamax to 25 mg and suggest sleep aid to minimize sleep deprivation. Recommended no driving for three (3) months. Infectious disease consultation for chronic driveline exist site (dles) infection by pseudomonas and was treated with ciprofloxacin, increasing dose to 750 mg, there was apparent control of his dles infection in (B)(6) 2015, infection has been controlled since. Infectious disease (ID) doctor was asked to comment whether cipro may be causing his possible absence seizures, (ID) doctor does not think an easy alternate for cipro is available for chronic suppressive therapy. No device malfunction or alarms. Patient was discharged home on (B)(6) 2016; continuing aspirin 325 mg daily and warfarin. Blood pressured controlled with lisinopril 5 mg daily. Ciprofloxacin was continued for pseudomonas driveline exit site infection suppression. No further information provided at this time.